Event description:
It was reported during a laparoscopic appendectomy the doctor fired the first firing ok. On the second firing the gun appeared not to fire properly. When the jaws were opened the hemostasis appeared weak and the tr35w fell out of the jaw. An er320 was opened to maintain hemostasis. The reload was retrieved from the abdomen. The case was completed laparoscopically. The instrument was discarded but two reloads are being returned, lot number, k01218, batch number k01131. There was no consequence to the pt.